Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "use of the peripro system on this case was not because of a deficiency in prior fixation nor hardware failure with the previously implanted t2 alpha gt femur and axsos 3 distal femur plate. This pt was brought to the or with an infection. So, the present distal femur plate was removed, I & d was performed, and femur was re-fixated with the peripro plate coated in antibiotic cement. "